Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿perforation at the extender¿ of the minicap transfer set. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph identified a cut on the device. The reported condition was verified. The cause of condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.